Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the top of the reservoir compartment broke off. Customer¿s blood glucose was unknown at the time of incident. Customer was hospitalized due to upper respiratory infection. Customer was treated with insulin injection. Customer states that they were not using insulin pump in hospital. The insulin pump will not be returned for analysis.